Event description:
Customer states that blue filament has been found post-operatively in patient's eye/eyes. Clinical supervisor is unsure which component is causing the fiber in the eye. But doctor believes it is related to the cardinal health convenience kit product. The blue fillament is being found in the patient's eye/eyes, on top of the implanted lens, the first post-op day during the follow-up exam. Customer states it has happened 2x's. There have been no untoward effects or complincations experienced by the patients and no further treatment has been required.